Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. Evidence of use was present. The catheter extended up to the 14 cm depth marker and appeared to have been intentionally trimmed. Indented compressions were present near the 3.5 and 5.5 cm depth markers. The sample was flushed with water using a 12 ml syringe and a leak was observed between the 3 and 4 cm depth markers. Microscopic observation of the leak location revealed a longitudinal split. The split was located near the center of the compressed kinked section. Material wrinkling was present surrounding the split edges. The catheter was cut near the split location in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. Based on the characteristics of the split, likely contributing factors include compression and repeated kinking of the catheter leading to material fatigue. The product instructions for use (IFU) states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redu0075 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redu0075) have been reported from the same facility in spain.

Event description:
The following was reported, "the catheter presents a pore (between 4 and 5 cm) and as consequence, there is a leakage. The catheter was removed and they cut it so the length is not the same when it was implanted. Type of procedure PICC implant, technique seldinger, access basilica"

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu0075 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redu0075) have been reported from the same facility in (B)(6).

Event description:
The following was reported, "the catheter presents a pore (between 4 and 5 cm) and as consequence, there is a leakage. The catheter was removed and they cut it so the length is not the same when it was implanted. Type of procedure PICC implant, technique seldinger, access basilica".